Event description:
Pt developed upper extremity swelling "nr" to line; line developed leak, visible hole/tear. When nurse attempted to discontinue line, line stretched and broke externally. Pt sent to interventional radiology to have line removed.